Manufacturer narrative:
Philips service reinstalled the software and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power on after a power outage on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.